Event description:
Boston scientific received information that this patient presented to the emergency department (ed) with an a-v paced rhythm at the maximum sensor rate (msr) of 145 ppm. The patient was symptomatic and had chest pains. Prior to this visit, the patient was at an outpatient surgery center for an epidural injection in his neck when his heart rate increased. In the ed, the physician attempted to normalize the patient's rhythm with two external defibrillator shocks. The device was interrogated, the minute ventilation (mv) sensor was temporarily deactivated and the patient's rate returned to 60 ppm. The msr was reprogrammed to 130 ppm and the mv was reset. The device appeared to function normally with a paced rate of 60- 70 ppm. The patient was subsequently seen by his cardiologist and a boston scientific field clinical representative and was doing well. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
(B)(4). The device was subsequently explanted for normal battery depletion and returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.